Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a magnetic resonance imaging (MRI) examination. While setting up the implantable cardioverter defibrillator for MRI, it was noted that the atrial lead exhibited high out of range impedance. The MRI examination was aborted and the patient was sent for a chest x-ray examination. The x-ray imaging revealed that there was no atrial lead in the patient and the information on the device was incorrect. The patient was then rescheduled for another MRI examination. The patient remained in stable condition throughout the event.

Manufacturer narrative:
Correction h6 medical device code should have been incorrect measurement instead of incorrect, inadequate or imprecise result or readings.